Event description:
Caller (school nurse) reported that on (B)(6) 2012, while using an adc meter, customer (nurse's patient) received the following erratic readings: 243 mg/dl at 12:30 pm, 50 mg/dl at 12:30 pm and 226 mg/dl at 12:23 pm. Caller reported that all the readings were received within 10 minutes of each other and the tests were performed on the finger. The results when plotted on a parke's error grid fell into the "c" zone showing the difference in values is considered to be clinically significant. It was further reported that customer experienced symptoms that were described as "felt shaky". Customer self-treated by eating peanut butter crackers and self-administering two units of insulin. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1255803) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).